Manufacturer narrative:
Specimen collection and storage information was not provided for this event. Controls were run before and after the event; the unit was performing within qc specifications. A bec field service engineer (fse) was dispatched and verified operation of the system, including control recovery; controls were within limits. Root cause for the erroneous results on the lh500 is unknown. A raw data analysis was not provided by the customer. This report is related to MDR: 1061932-2011-01287.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high hemoglobin (hgb) and red blood count (rbc) results and low white blood count (wbc) and platelet (plt) results generated on the coulter lh 500 analyzer for a single patient specimen with no instrument flags. The erroneous results were reported out of the laboratory. The original specimen was rerun on the same on an alternate lh750 instrument (s/n (B)(4)). Lower hgb, rbc and higher wbc, plt results were obtained compared to initial run. The alternate instrument lh 750 instrument (s/n (B)(4)) is being documented in a separate report (MDR 1061932-2011-01287). A new specimen was drawn from the patient and run on both lh500 and lh750 confirming the rerun results. Additionally, review of the data also indicated that rerun results on the lh500 instrument of the original specimen were slightly lower for hbg and rbc when compared to the new specimen the issue occurred on a specific patient specimen. There was no death, injury, or change to patient treatment associated with this event.